Event description:
During total knee surgery the drill bit apparatus broke. The broken piece was removed from the knee. The two pieces were matched and removed from the sterile field. No pieces were missing. X-ray of right knee was taken and the physician read the x-ray as negative.what was the original intended procedure?total knee arthroplasty, right.